Event description:
The customer obtained a biased amyl result for quality control fluids. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications.